Manufacturer narrative:
A pacemaker was received above normal elective replacement indicator (eri) for the reported events of seal ruptured and no output. Septum material was found inside the atrial setscrew and attributed to procedural damage in the form of setscrew stripping from incorrect torque wrench insertion. There were no other anomalies and no electrical issues, including proper output. The reported event of seal rupture was confirmed due to procedural damage and the reported event of no output was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during procedure, the seal on the pacemaker ruptured and blood invaded. The pacemaker no longer paced and was replaced. There were no adverse consequences reported on the patient.